Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold and significant drop in sensing on the right ventricular (rv) lead. Upon fluoroscopy, there was no slack on the rv lead and the rv lead was dislodged. The physician elected to explant and replace the rv lead. The patient was stable following the procedure.